Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Additional information was received noting that loss of capture at maximum device outputs was also observed with this lead.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting elevated thresholds and decreased impedance measurements following implant. A revision procedure was performed. Microdislodgement was suspected as no visible dislodgement was noted via x-ray. The lead was successfully repositioned. No adverse patient effects were reported.